Event description:
It was reported that the patient had difficulty with recharging since he got the rechargeable ins, that he loses coupling at the slightest of movement. The implant is superficial. The hcp suggested getting adhesive discs. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.